Manufacturer narrative:
Additional information received that the patient outcome from this event was stable and continent.

Event description:
It was reported that the patient underwent a surgical procedure to replace this artificial urinary sphincter (aus) due to a leak in the pressure regulating balloon (prb). All components of the existing aus were removed and a new aus device was implanted. A patient outcome was not reported.

Event description:
It was reported that the patient underwent a surgical procedure to replace this artificial urinary sphincter (aus) due to a leak in the pressure regulating balloon (prb). All components of the existing aus were removed and a new aus device was implanted. A patient outcome was not reported.